Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported the patient¿s implant was effective for her pain but eventually was not getting relief (patient stated it was nearing the end of life but clarified statement that she was not getting relief. Patient stated they removed the ins/lead/all metal from her body and fused l2, 3,4,5. It was noted the implant was explant on (B)(6) 2017. Patient stated the spinal fusion had corrected itself in regard to her sciatica and her body had changed, so there was not a current need for the implant any longer anyway. Patient inquired about disposing of ins recharger equipment. No further complication and event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was removed as they no longer needed it following a spinal fusion. No further complications were reported.